Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report rec'd of an unspecified number of undocumented incidents of the silicone sleeves of the clave ports remained in the opened position; subsequently, leaks of radioactive isotopes and bleed back were noted. The male adapters of 3-way stopcocks, with two female adapters, were connected to the removable clave ports on the tubing sets. The secure locks of the tubing sets were connected to the pts' catheters. Syringes containing unspecified volumes of unspecified radioactive isotopes were connected to one of the two female adapters on the stopcocks. Syringes containing 10ml of normal saline were connected to the other female adapter on the stopcocks. The customer contact reported that the radioactive isotapes were delivered IV push followed by the delivery of the normal saline flush. It was reported that after the normal saline was delivered, the stopcocks were disconnected from the clave ports of the tubing sets. After the stopcocks were disconnected, it was noted that the silicone sleeves of the clave ports remained in the opened position. Unspecified volumes of solutions leaked and bleed back was noted. The tubings were "clamped off" using the slide clamps or were "pinched off." The solutions that leaked were cleaned up according to the user facility's protocol. The removable clave ports were replaced with needleless valve ports and the procedures were completed. There were no reported adverse pt effects and no reported delays in therapy critical for these pts. No med interventions were required. Though requested, no add'l info was provided.